Manufacturer narrative:
The unit had a loose and protruded drive support disk, a minor scratched display window, cracked battery tube threads, a broken reservoir tube lip, and a missing reservoir tube o-ring. The compromised force sensor system alarmed during the prime test due to a loose and protruded drive support disk. (B)(4).

Event description:
The customer's father called in to report that the insulin pump alarmed a compromised force sensor error and the drive support cap was protruded. The customer's blood glucose level was 303 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.